Event description:
It was reported the customer was unable to push insulin through their tubing. The customer stated the issue was recurring with several reservoirs they had received. Customer was advised their issues was caused by a bad connection. Customer's reservoir will be replaced. The customer's blood glucose was 169 mg/dl. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.